Manufacturer narrative:
Pump received with no button response due to flattened button dome switches(arrow buttons). No scrolling numbers display anomaly noted. Pump received with scratched display window, cracked display window corner, scratched case, broken reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 145 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.